Manufacturer narrative:
Section b5: additional information.

Event description:
It was reported that the source of the infection was from the driveline. Patient experienced continues drainage. Patient given ciprofloxacin, ceftazidime, tobramycin for pseudomonas and fluconazole for candida. Patient chose to be discharged on home hospice and passed away on (B)(6) 2019. No further information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct cause of the reported infection could not be determined through this evaluation. Additionally, a direct correlation between (B)(6) and the reported anemia and patient outcome could not conclusively be established. The heartmate ii IFU lists infection and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device, 3 years & 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that routine outpatient labs on (B)(6) 2019 were notable for new anemia with hemoglobin of 5.9 from baseline approximately 7.6 patient was called to present to the emergency room. Patient denies symptoms of melena, hematochezia, hematemesis, abdominal discomfort. While in the emergency room patient also noted to be more confused than baseline and fatigued. Patient has been without fever, cough, shortness of breath, rhinorrhea, nausea, vomiting, diarrhea, dysuria, hematuria, malodorous urine, change in urine output, and change in purulent discharge around driveline insertion site. In emergency room initial blood cultures were positive for e. Coli and enterococcus within several hours of being drawn. Mean arterial pressures (maps) via doppler ~59, with heart rate (hr) 110 consistent with prior electrocardiograms (EKG). Patient was admitted to coronary care unit (ccu) for desensitization prior to antibiotic administration and for closer monitoring of blood pressure. No further information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported infection could not conclusively be established. The patient remains ongoing on vad support and no further issues have been reported. The heartmate ii IFU lists infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.